Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Additionally, it was reported that the customer experienced a high blood glucose (bg) level over 427 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A correction bolus via the pump was delivered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery.